Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 175 mg/dl. During troubleshooting, customer was assisted in pushing insulin with plunger. Customer reported that insulin did exit with resistance. Customer did not have anymore supplies in order to continue troubleshooting for possible reservoir occlusion. Customer was advised that reservoir and infusion set would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.